Event description:
It was reported that guidezilla caused a dissection. The target lesion was located in the proximal circumflex. A guidezilla ii was was advanced to the target lesion. During the procedure, the guidezilla caused a dissection in proximal circumflex. The guidezilla was removed and the patient was treated with a stent. There were no further patient complications and the patient's status was stable.

Event description:
It was reported that guidezilla caused a dissection. The target lesion was located in the proximal circumflex. A guidezilla ii was advanced to the target lesion. During the procedure, the guidezilla caused a dissection in proximal circumflex. The guidezilla was removed and the patient was treated with a stent. There were no further patient complications and the patient's status was stable. It was further reported that it was not a flow limiting dissection.